Event description:
A pt with permanent pacemaker being monitored on cardiac stepdown unit. Since admission in 2005, cardiac tracings indicate appropriate capture of pacemaker when rates indicates. On the 5th day at approx 6:30 pm, pt found unresponsive by family. Pt was coded for 10 minutes and pronounced dead. No audible alarms noted at central monitoring station. Strips pulled from event log note pacer spike with no complex followed by cardiac standstill. This was interpreted by monitor as "pause". Pause is not defined as an alarmable event.